Manufacturer narrative:
Sorin group (B)(4) manufactures the dideco ats autotransfusion cardiotomy reservoir. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group received a report that the filter became detached from the dideco ats autotransfusion cardiotomy reservoir at the start of the procedure. There was no report of patient injury. It was also stated that the facility reported the incident to the country's competent authority. This medwatch is being filed as a result of this action. No product was saved for evaluation. Without the ability to evaluate the involved device the root cause cannot be confirmed. Sorin group (B)(4) stated that the investigation into reports of similar damage found the issue was caused by a strong blow to the lid of the reservoir, most likely due to a fall from a height greater than that which was validated. Based on their investigation into previous reports of this type of damage, sorin group (B)(4) implemented a strengthened connection between the filter and the reservoir lid. A review of the device history record confirmed that the involved device was built prior to the implementation of this change.

Event description:
Sorin group received a report that the filter became detached from the dideco ats autotransfusion cardiotomy reservoir at the start of the procedure. There was no report of patient injury.